Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter address 2 and initial reporter city) has been updated based on the additional information received on march 15, 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the oesophagus during a tear mid oesophagus- gastroscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to deploy from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the oesophagus during a tear mid oesophagus- gastroscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to deploy from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.